Event description:
Pt undergoing cardiac ablation. Catheter was difficult to insert. Removed and noted the tip was blunt instead of pointed. Second catheter was retrieved and removed from packaging and it haas a similar defect. Another catheter was retrieved which had a different lot number and was used successfully. Pt had a small laceration inside the blood vessel from the blunt tip of this catheter.